Event description:
Medtronic received information through an october 2012 article in circulation: cardiovascular interventions (doi: 10.1161/circinterv entions.112.972331) that a hancock ii bioprosthetic valve implanted 20 months exhibited aortic stenosis and aortic regurgitation. The patient subsequently received a valve-in-valve implant of another model transcatheter bioprosthetic valve that successfully resolved the reported conditions. There were no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that this device remains implanted. Additional information has been requested from the article's author. A follow-up report will be submitted if additional information is received. (B)(6). (B)(4).